Event description:
It was reported that the lead and this pacemaker were explanted and replaced due to loss of capture approx. 4 days after the implantation.

Manufacturer narrative:
The pacemaker under complaint was returned for analysis. The device was interrogated properly, and the pacemakers memory content was analyzed. Documented lead impedance measurements during auto-initialization on june 19, 2022 were normal. Further data analysis revealed loss of capture detections and an increase of the right ventricular lead impedance since june 22, 2022. On june 23, 2022 lead failure detections occurred as a result of the reported lead revision. However, please note that these lead failure detections led to a switch to unipolar configuration and thus sufficient tissue contact would be essential for effective stimulation. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also, the spring elements of the pacemaker did not show any deviations. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The quality documents accompanying the manufacturing processes for the pacemaker and the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.